Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and power loss alarm. The customer stated they were able to clear the alarm and did not request to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.